Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic module/plug. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Event description:
It was reported that during a routine start up check it was observed that the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic module/plug. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found the blue fiber connecting housing had cracked in many places and part of this housing was missing. The fse installed new fiber optic connection housing and test. The fse ran through the working of this system with their new service team member. The issue has been resolved. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.